Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/25/2015 with the following findings: the battery cap and cartridge caps were not returned; therefore, test caps were used to complete investigation. The last basal delivery was on 03/10/2015 at 9:30pm prior to an unacknowledged ¿162¿ warning for 1 hour. A review of the pump¿s user settings revealed all basal programs were set to 0.00 hours. The pump was run on an active 0.00 unit/hour basal program for 38minutes after a 2 hour power interruption on 03/10/15 at 10:38pm. The replace battery used was found to be discharged which was reflected by multiple ¿call service (cs) 177¿ warnings when the pump was powered on. There was no damage found to the battery compartment. During evaluation, the ¿ez-prime¿ steps were successfully performed with no errors, alarms or warnings. The pump reflected 24 units after a 24 hour 1unit/hour basal duration test. All current draws were found to be within specification. The total daily dose added up correctly and reflected the programmed basal rate target. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. The product delivered within specification and the reported ¿short battery life¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a power issue with the pump. There was reportedly an issue with short battery life. The patient reportedly experienced a blood glucose (bg) measurement over 4 g/l with ketones and was treated by the health care provider (hcp) at the hospital. There was no additional information available for this complaint.